Event description:
It was reported by the customer that their glucose meter was not programmed properly and was unable to upload calibrations. During troubleshooting, customer was advised on programming device and to replace the batteries. Customer stated that the blood glucose meter is not sending the information to the device. Assisted customer with contacting the blood glucose meter company. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.